Event description:
It was reported that pacemaker was exhibiting undersensing. Technical services (ts) discussed adjusting sensitivity. The device remains in service. No adverse patient effects were reported.